Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united stats food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages sustained to the atrial and ventricular set-screw(s) are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 7. Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent the adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported by the physician during the lead connection attempt.

Event description:
Reportedly, no click sound of the screwdriver was heard when connecting the leads. As the patient was bradycardic and had episodes of asystole, the pacemaker involved was not implanted and returned for analysis.